Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, intermittent sensing due to under sensing of r waves was noted on the device as a single brief episode. Programming changes were discussed and will be made in follow up clinic appointment. The patient was stable.